Event description:
A falsely elevated ctni result of 1.95 ng/ml was obtained but not reported by the laboratory. The test was repeated on the same specimen resulting in 0.0 ng/ml. There were no adverse health consequencs as a result of the initial falsely elevated ctni result.